Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was not duplicated after extensive testing. A review of the device activity log found occurences that the device was unable to discharge, however the customer was attempting to perform a 30 joule self-test and the energy was not set to 30 joules. The device does not allow any energy other than 30 joules during a test into the test port. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.